Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-25041. It was reported the pt was experiencing ineffective coverage and stimulation lead diagnostics revealed invalid impedance for one of the leads. X-rays identified a lead fracture. As a result, the pt's scs system was explanted adn replaced. The ipg replacement was elective. Post-op programming achieved effective coverage/stimulation. All possible leads are reported since it is unk which lead was fractured.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.